Event description:
It was reported lead dislodgement in the atrium few hours after implant. Revision showed that screw wasn't neither extendable nor retractable anymore. They had to take a new lead. Action: lead replacement. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.